Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the patient complained of severe pocket pain. The device was replaced "due to amiodarone no conduction a or v~~~~~